Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise, resulting in inappropriate shock. Corrective programming changes were made and further intervention was discussed. The patient was stable throughout.